Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local state, and federal laws and regulations. Cautions: federal (u.s.a) law restricts this device to sale by or on the order of a physician. Cautions: do not aspirate urine through drainage funnel wall. Storage: store catheter at room temperature away from direct exposure to light, preferably in the original box. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100 percentage silicone foley catheters. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Catheters should be replaced in accordance with the cdc guideline guideline for prevention of catheter-associated urinary tract infection. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re- seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Recommended inflation capacities. 5cc balloon: use 10cc sterile water 30cc balloon: use 35cc sterile water do not exceed recommended capacities. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient coughed and the foley catheter fell out. They believe that there was leaking in the balloon. Per follow up via email on 25oct2024, it was reported that on (B)(6) 2024, customer had another foley catheter that came out deflated when a patient coughed on the or table after the surgery. The nurse only kept the end on the foley with the lot number 1758si16. The foley was inflated on initial insertion then was deflated when incident occurred similar to the previous issues of the foley bulb having many holes that leaked fluid from bulb and was deflated. On (B)(6) 2024, they have noted issues with indwelling foley catheters on the unit with catheter lot # ngjn2613, with this lot# they had the deflated bulb post epidural when the nurse tested the bulb with saline it had many holes and leaked and missing tip of catheter and one patient required an ultrasound to see if the tip was in the bladder that was missing . They have safety report that was already filed in the last 2 instances. Per email attachment nurse went to place a foley and when she went to inflate the balloon, the port detached from the foley. The lot number is ngju3753.

Event description:
It was reported that patient coughed and the foley catheter fell out. They believe that there was leaking in the balloon. Per follow up via email on 25oct2024, it was reported that on (B)(6) 2024, customer had another foley catheter that came out deflated when a patient coughed on the or table after the surgery. The nurse only kept the end on the foley with the lot number 1758si16. The foley was inflated on initial insertion then was deflated when incident occurred similar to the previous issues of the foley bulb having many holes that leaked fluid from bulb and was deflated. On 12apr2024, they have noted issues with indwelling foley catheters on the unit with catheter lot # ngjn2613, with this lot # they had the deflated bulb post epidural when the nurse tested the bulb with saline it had many holes and leaked and missing tip of catheter and one patient required an ultrasound to see if the tip was in the bladder that was missing. They have safety report that was already filed in the last 2 instances.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.